Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had an unexpected restart during normal use. Blood glucose level at the time of the incident was 44 mg/dl. Customer stated that he did troubleshoot for the device. Customer treated low blood glucose with food intake. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.